Event description:
The reporter stated the technician did not like the way a 24.0 diopter aq2003v silicone three piece lens was loaded. The lens was tight to advance and the cartridge wouldn't close easily. There was no pt contact. The technician obtained another lot number of cartridge and the lens injected ok. This is one of two lenses used for this pt - see MFR report# 2023826-2008-00719.

Manufacturer narrative:
The product pertaining to this complaint was not returned for eval. However, the lens was returned and visual inspection of the product found no visible damage to the lens. There was evidences of clear surgical residue. Eval: cartridge lot number search. Results: a cartridge lot number search was performed and one similar compliant was found. Conclusion: based on the complaint history, cartridge lot number search and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.